Manufacturer narrative:
(B)(4). Batch # r9425t. The analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 13 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the clip was unformed. The clip was not formed properly with the device. Bleeding occurred when the blood vessel next to both sides of the deployed clip was cut with a scissors. Additional clipping was performed to stop the bleeding. No additional suture and no blood transfusion was required. The amount of the bleeding was unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws of the first device. A tear drop-shaped clip was formed in the 2nd device, and the posterior clip was not fed into the jaws. The firing force was higher than expected in the 3rd device. The surgeon felt there was an unexpected resistance though he fired the 3rd device outside the patient for functionality. The clip was unformed in the 4th device. The devices were used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.